Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Pump received with broken battery tube threads. (B)(4).

Event description:
Information received by medtronic indicate that the screw that hold the battery was broke off. Customer reported damaged to the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.